Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on 05/20/2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. The skin reaction was described as bumpy, itchy, burning, blistering and with sharp pain. Reaction was located on the abdomen. On (B)(6) 2016 the patient was referred by a doctor to speak to dexcom about the reaction. Patient was not prescribed any medication. Affected area was treated with over-the-counter hydrocortisone cream. At the time of contact, the patient was doing well. Additional event or patient information was not provided.